Event description:
The customer reported that the 840 ventilator went inoperable. The malfunction did not occur during patient use. The covidien tech support engineer (tse) troubleshoot the issue with the customer over the phone. The customer was advised to replace the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).